Event description:
Patient had an asr resurfacing hip operation performed in 2006 for osteoarthrisis. Two months later, patient suffered a femoral neck fracture.

Manufacturer narrative:
No baseline submitted as this product is sold in the us under a different product code due to different indications for use. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.